Manufacturer narrative:
The pads were not returned to zoll for evaluation, as the customer reported they had been cut and contaminated with debris after being retrieved from the trash. Due to their compromised condition, information would be difficult to firmly relate to the event. The customer resolved the issue by replacing the pads. The claim will be closed as no sample returned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 61-year-old male patient, the associated device was unable to pace and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.